Event description:
Same case as 2134265-2014-06805 and 2134265-2014-06831. It was reported that an automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an atlantis probe imaging catheter to view an unspecified target vessel. During coronary angioplasty procedure, the atlantis probe imaging catheter was connected to the motor drive unit (mdu) and automatic pullback was performed; however, automatic pullback did not run. The imaging and procedure was completed manually. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).